Manufacturer narrative:
B4:13aug2021. Additional information was received indicating that the reported issue was discovered during a pre-use check outside of clinical use. Based on this information, it has been concluded that this is not a reportable event. The international service engineer (se) evaluated the unit and confirmed the unit failed at test 11 for a functional test. The se replaced the lithium-ion battery to resolve the issues. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 28may2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit failed battery. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.